Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the basal history in the total daily dose history did not match the active basal programming due to a suspend issue; the pump¿s basal history matched the active basal programming; the pump¿s bolus history did not match the bolus history in the total daily dose history. The reporter noted the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl; the reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2015-product analysis:the device was returned and evaluated by product analysis on 03/16/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal alarms or related issues found; the pump was manually suspended on 01/17/2015 at 18:05 and manually resumed at 18:56 and again on 01/18/2015 at 09:29 and manually resumed at 10:08. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.